Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical product: 5076 lead. Implanted: unknown. (B)(4).

Event description:
It was reported that the patient had far-field oversensing of both r wave and t wave post pace on their right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.